Manufacturer narrative:
The qc and calibration were acceptable. A general reagent issue was excluded. The field service representative replaced a valve that is part of the pump liquid unit and the sample probe. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 853137. The expiration date was not provided. The gear pump's lifetime had expired. The field service representative performed maintenance and replaced the gear pump head and a solenoid valve. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial result was 4.4 mg/dl. The patient's doctor indicated the result was not plausible, and the sample was repeated. The sample was repeated on (B)(6) 2025, and the repeated result was 0.69 mg/dl.